Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on screen and back light did not always come on when pressing the button. Customer stated that the insulin pump had to rewind more than once per prime before and rewinds lots slower than used to. Customer stated that the insulin pump had unexplained no delivery alarm and light button had to press a few times to work. The device will not be returned for analysis.